Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-may-2023. Investigation summary: a device history review was conducted for lot numbers on the returned samples our records show that this is the only instance of this issue occurring in either production batch. According to the sampling plan applied for product performance, these lots were accepted and released without defects being noted during the final assembly or visual inspections. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Also, a representative samples was submitted by the facility for evaluation; visual observation of the device determined that it was normal and within product specification. Unfortunately, without the ability to observe the reported nonconformance bd was unable to determine a root cause for this event.

Event description:
It was reported that the bd intima-ii 22gax1.00in prn slm the entire indwelling needle body had foreign matter. The following information was provided by the initial reporter translated from chinese: the hospital personnel unpacked the product and found that the entire indwelling needle body was rusted, and after pulling it out, they found that the steel needle body had glue.

Event description:
It was reported that the bd intima-ii 22gax1.00in prn slm the entire indwelling needle body had foreign matter. The following information was provided by the initial reporter translated from chinese: the hospital personnel unpacked the product and found that the entire indwelling needle body was rusted, and after pulling it out, they found that the steel needle body had glue.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. H.4. Device manufacture date: unknown.